Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal swelling") and abdominal adhesions ("widespread adhesions detected in the abdominal cavity") and was found to have thyroid function test abnormal ("fluctuation of thyroid gland laboratory values"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, abdominal distension, thyroid function test abnormal and abdominal adhesions outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, allergy to metals and thyroid function test abnormal with essure. The reporter commented: widespread adhesions detected in the patient's abdominal cavity. Very challenging surgical circumstances. The adhesions explain well the patient's abdominal symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. As per term clarification, event abdominal edema was updated to abdominal swelling. We received a returned sample in this case. A technical investigation was conducted, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema") and abdominal adhesions ("wide spread adhesions detected in the patient´s abdominal cavity") and was found to have thyroid function test abnormal ("fluctuation of thyroid gland laboratory values"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, localised oedema, thyroid function test abnormal and abdominal adhesions outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, allergy to metals, localised oedema and thyroid function test abnormal with essure. The reporter commented: wide spread adhesions detected in the patient's abdominal cavity. Very challenging surgical circumstances. The adhesions explain well the patient's abdominal symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), localised oedema ("abdominal edema") and abdominal adhesions ("wide spread adhesions detected in the patient´s abdominal cavity") and was found to have thyroid function test abnormal ("fluctuation of thyroid gland laboratory values"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, localised oedema, thyroid function test abnormal and abdominal adhesions outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, allergy to metals, localised oedema and thyroid function test abnormal with essure. The reporter commented: wide spread adhesions detected in the patient's abdominal cavity. Very challenging surgical circumstances. The adhesions explain well the patient's abdominal symptoms. We received a returned sample in this case. A technical investigation will be conducted, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.